Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ceramic inlay broken.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : identification. Because no information was provided about the laser engraving which would have uniquely identified the ceramic insert, the insert can only be identified based on the information provided by depuy which is as follows: the insert is part of shop order 7011422872. Protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production. Summary the component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any preexisting material defect. Due to the fact that the insert at issue was not provided, ceramtec could not carry out any further investigations.